Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation it was found that the pumps infusion factor had been changed causing it to over infuse. A DHR was also completed, and no non-conformances were found. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump over infused. Mmdg made multiple attempts to obtain additional information from the initial reporter, however, those attempts were unsuccessful. (B)(4)